Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image went black and there was no light output from the scope during procedure. The scope was withdrawn, after which a new scope had to be introduced. The surgical prolongation was less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: a comprehensive visual and functional inspection was carried out on the endoscope. The handgrip and housing were found to be in excellent condition, showing no scratches or signs of wear. The shaft was also in good condition, with no visible damage. Image quality and light output were tested and confirmed to be satisfactory. The inspection was performed using the following equipment: tc200 (sn: (B)(6)), tc304 (sn: (B)(6)), tc300 (sn: (B)(6)), and x-link tc301 (sn: (B)(6)). The issue reported by the customer, "no image," could not be reproduced during testing, and no faults were detected on the endoscope. Based on the investigation, possible causes for the reported problem include a malfunction in another device within the image chain or a defective or incorrectly connected cable. However, the exact cause could not be determined. Given the findings, user error or misuse is considered the most likely reason for the missing image. This event is filed under internal complaint ID (B)(4).